Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.